Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sometimes squirt insulin when priming and alarmed motor error. The customer's blood glucose value was unknown at the time of incident. The insulin pump had random no delivery alert and scratch across the display screen. The insulin pump will not be returned for analysis.